Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was loading a new cartridge and infusion set, a new load sequence was started while the customer was connected to the pump. Reportedly, the customer immediately disconnected the infusion set tubing from the infusion site and customer's blood glucose (bg) level was 128 mg/dl at the time of the reported event. The customer reported inadvertently beginning a new load sequence. Reportedly, the customer's bg level decreased to 74 mg/dl, and after consuming glucose tablets, the customer's bg level came back to range.